Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type lead; product ID neu_recharger_acc, product type recharger. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that since (B)(6) the patient had not had any relief of symptoms from their trigeminal nerve stimulator. The patient had been in bed 90% of that time. The patient had been having problems recharging their device due to the position of the stimulator in their chest. The patient noted that the device would tip and roll around on their clavicle. The patient had trouble with their holster and belt and was using a sports bra to help hold in place. The patient had their leads implanted on (B)(6) and their implantable neurostimulator on (B)(6). Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a change in pain. The issues started 3 weeks prior to the report. The patient's original programming took care of their deep trigeminal pain. The patient had constant stabbing pain on the left side of their face that started around (B)(6) 2014 and gradually got worse and worse. The pain was exacerbated by a dental cleaning on (B)(6) 2014. The patient wanted to be reprogrammed to target the specific areas. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that the manufacturer representative had reprogrammed the patient several times and would reprogram them again if necessary. The representative thought that the reprogramming session went well and the patient was satisfied as they were after the previous reprogramming. The representative thought that the patient might need to talk to their implanting physician about the lead being reevaluated. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had a spinal cord stimulator system used to treat trigeminal nerve pain. The patient had to have their coverage changed approximately every 5 weeks due to their pain. The patient had been having their coverage changed regularly since the device was implanted.

Event description:
Additional information received reported the patient received assistance from the manufacturer representative on 2014-(B)(6) and their concerns had been resolved "so far" the surgery dates mentioned in the patient letter were regarding when they were implanted, not additional surgeries.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced a shocking or jolting sensation. The patient could feel tingling and shocking in their arm. The patient was not supposed to feel stimulation in their arm. It was recommended that the patient reduce the stimulation amplitude. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.